Event description:
It was reported that the ventilator turned on and off by itself on two separate occasions while connected to the pt. It is unk if the ventilator alarmed during the reported events. The pt was removed from the ventilator and placed on another ventilator. No reported harm to the pt.